Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm (profanity) near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painful pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital haemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast"), depression ("depressed") and vaginal haemorrhage ("spotting") and was found to have weight increased ("I seemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital haemorrhage, vaginal discharge, memory impairment, visual impairment, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blindness, depression, fatigue, genital haemorrhage, headache, memory impairment, migraine, mood swings, pain in extremity, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm (profanity) near blind. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event spotting added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm damm near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painfull pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital haemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast"), depression ("depressed"), vaginal haemorrhage ("spotting"), pain ("felt an extrreme stabbing pain") and cough ("cough") and was found to have weight increased ("I seeemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital haemorrhage, vaginal discharge, memory impairment, visual impairment, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blindness, cough, depression, fatigue, genital haemorrhage, headache, memory impairment, migraine, mood swings, pain, pain in extremity, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had felt an extreme stabbing pain in the circled location when she cough or move a certain way. It was not constant but when the pain hits it stops her instantly and she started crying. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm dam near blind. Most recent follow-up information incorporated above includes: on (B)(6)2020: information received via social media: new event -felt an extreme stabbing pain, cough and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm (B)(6) near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painful pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital hemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast"), depression ("depressed"), vaginal hemorrhage ("spotting"), pain ("felt an extreme stabbing pain"), cough ("cough") and blepharospasm ("eyelid twitching") and was found to have weight increased ("I seemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital hemorrhage, vaginal discharge, memory impairment, visual impairment, depression and vaginal hemorrhage outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blepharospasm, blindness, cough, depression, fatigue, genital hemorrhage, headache, memory impairment, migraine, mood swings, pain, pain in extremity, pelvic pain, uterine pain, vaginal discharge, vaginal hemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had felt an extreme stabbing pain in the circled location when she cough or move a certain way. It was not constant but when the pain hits it stops her instantly and she started crying. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm dam near blind. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painful pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital haemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast"), depression ("depressed"), vaginal haemorrhage ("spotting"), pain ("felt an extreme stabbing pain"), cough ("cough"), blepharospasm ("eyelid twitching") and rash macular ("red dots on stomach") and was found to have weight increased ("I seemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital haemorrhage, vaginal discharge, memory impairment, visual impairment, depression, vaginal haemorrhage and rash macular outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blepharospasm, blindness, cough, depression, fatigue, genital haemorrhage, headache, memory impairment, migraine, mood swings, pain, pain in extremity, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had felt an extreme stabbing pain in the circled location when she cough or move a certain way. It was not constant but when the pain hits it stops her instantly and she started crying. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm dam near blind, rash macular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter was added. Event: red dots added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm damm near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painfull pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital haemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast"), depression ("depressed"), vaginal haemorrhage ("spotting"), pain ("felt an extrreme stabbing pain"), cough ("cough"), blepharospasm ("eyelid twitching") and rash macular ("red dots on stomach") and was found to have weight increased ("I seeemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital haemorrhage, vaginal discharge, memory impairment, visual impairment, depression, vaginal haemorrhage and rash macular outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blepharospasm, blindness, cough, depression, fatigue, genital haemorrhage, headache, memory impairment, migraine, mood swings, pain, pain in extremity, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had felt an extreme stabbing pain in the circled location when she cough or move a certain way. It was not constant but when the pain hits it stops her instantly and she started crying. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm dam near blind, rash macular. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm profanity near blind') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain/ hip pain/ joint problem"), migraine ("migraines"), acne ("horrible painful pimples"), back pain ("back aches/ back problem"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue/ tired"), mood swings ("mood swings"), pain in extremity ("horrible pain in legs"), headache ("headache"), genital haemorrhage ("bleeding 3 weeks out of 4"), vaginal discharge ("solid discharge"), uterine pain ("sharp pain in uterus when I sneeze on the right "), memory impairment ("forgetfulness"), visual impairment ("eye spots/ vision fading fast") and depression ("depressed") and was found to have weight increased ("I seemed to gain 10lbs"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia, fatigue, weight increased, mood swings, pain in extremity, headache, genital haemorrhage, vaginal discharge, memory impairment, visual impairment and depression outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blindness, depression, fatigue, genital haemorrhage, headache, memory impairment, migraine, mood swings, pain in extremity, pelvic pain, uterine pain, vaginal discharge, visual impairment, weight fluctuation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm profanity near blind. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Reporter information updated. Essure start date updated. Events: I seemed to gain 10lbs, mood swings, horrible pain in legs, headache, bleeding 3 weeks out of 4, solid discharge, sharp pain in uterus when I sneeze on the right, forgetfulness, eye spots/ vision fading fast, depressed were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and blindness ('I'm profanity near blind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), migraine ("migraines"), acne ("horrible painful pimples"), back pain ("back aches"), weight fluctuation ("weight"), blindness (seriousness criterion medically significant), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, arthralgia, migraine, acne, back pain, weight fluctuation, blindness, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, blindness, fatigue, migraine, pelvic pain and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, back pain, bloating, weight, joint pain, back aches, migraines, fatigue, hair loss, horrible painful pimples, I'm dam near blind. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.